Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/15/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced a skin reaction with pain/discomfort (captured in sr 241115-009619), redness, drainage, and infection extending beyond the patch perimeter which occurred the day the sensor had been inserted into the abdomen. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient went to the doctor for evaluation. The patient was diagnosed with a skin infection and was prescribed an unspecified oral antibiotic the patient was ¿okay¿ at the time of report. No additional event or patient information is available.